Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the safety button is activated, the needle does not retract into the retraction chamber. Please confirm if there has been any impact to the patient. If yes, explain in detail. A: there was no harm to the patient or the professional, only the risk of exposure to the patient's perforation and residue. It occurred on (B)(6) 2025, and I became aware of it on the same date.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5126425. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures and one (1) video sample were received for evaluation by our quality team. Through examination of the samples, it is observed that when the handler presses the button the device fails to retract the needle. It is possible that this incident resulted from a failure in the adhesive application, resulting in the adhesive being applied to the spring instead of the hub of the component. Corrective actions related to the issue of needle retraction failure will be addressed in a corrective and preventive action plan initiated. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.